Manufacturer narrative:
Event took place in USA. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. The claimed brainpro biopsy needle from the set art.no. 41779c that we have delivered to brainlab is for the brainlab complete system for brain biopsies in which our product is integrated and used by brainlab. We supply a class iii product to this system. The product code is therefore selected as haw and entered as such under part d / d2b. Due to the fact that no failure product, photos or videos were sent and no lot no. Was transmitted, we have checked two batches that were last sold to brainlab ag. One of them is registered in the document lot.-no 1491 with the manufacturing date 2023-05-16 and the expiry date 2028-05-15. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# 055-24_867. Biopsy needle not recognized by cranial 3.x software (instrument options) during case: during technical investigation brainlab determined the following contributing root cause factor (one out of three factors which led to the deviating biopsy path): image data show that the trajectory is at the edge of the burr hole/near bone, which could have led to bending of the brainlab-distributed biopsy needle when making contact with the bone during insertion and have led to a deviation of the needle tip. Further, the needle was used for this procedure without a stopper, which is not recommended. Thus, the actual depth of the needle could not be tracked by the user, which allowed for a trajectory beyond the expected target.

Manufacturer narrative:
Investigation is still running. As soon as further information becomes available a follow up report will be sent in to the agency. The claimed brainpro biopsy needle from the set art.no. 41779c that we have delivered to brainlab is for the brainlab complete system for brain biopsies in which our product is integrated and used by brainlab. We supply a class iii product to this system. The product code is therefore selected as haw and entered as such under part d / d2b.

Event description:
Irn# (B)(4). Biopsy needle not recognized by cranial 3.x software (instrument options) during case: during technical investigation brainlab determined the following contributing root cause factor (one out of three factors which led to the deviating biopsy path): image data show that the trajectory is at the edge of the burr hole/near bone, which could have led to bending of the brainlab-distributed biopsy needle when making contact with the bone during insertion and have led to a deviation of the needle tip. Further, the needle was used for this procedure without a stopper, which is not recommended. Thus, the actual depth of the needle could not be tracked by the user, which allowed for a trajectory beyond the expected target.